Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4) the customer stated that there was no patient involvement.

Event description:
04/26/2018 06:03:58 allen worth (aworth) recalls: according to sap, this unit requires syr/pca gripper recall 2017-dom. Although it is in the date range for this recall, the claws function properly. ***not affected.*** repair: plastics: front case cracked/dented. Top disc holder broken left clip. Rear case cracked. (Replaced.) Other repair: keypad dented, barrel clamp cracked, drive tube bent (lt & down), iui's have corroded contacts (verdigris present), module latch worn actuator. (Repaired all; see ops below) maintenance actions: calibration completed. P/m completed. Tamper seal: void. None affixed to unit. 04/26/2018 10:34:00 annette a mendez (amendez) 1z9791540272941519